Manufacturer narrative:
Motor error alarmed during basic occlusion test due to faulty force sensor resistor. Motor was tested outside of device and passed. Scratched lcd window, cracked case near lcd window corner, cracked reservoir tube lip, cracked battery tube threads and scratched reservoir window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 11 mg/dl. Troubleshooting was performed. The device was returned for analysis.